Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions for resetting the pump, and the malfunction did not recur after the reset. The customer was advised to continue using the pump and to contact support if further issues arose.